Manufacturer narrative:
Leaks are not specifically addressed in the provided IFU. The device was not returned to aid in the investigation. Qc personnel perform a 100% air pressure test on each order. In addition, there is a 100% inspection, confirming the correct proximal check-flo assembly is used. It is also verified that the disc is correctly positioned in the check-flo cap and the assembly is clean and free of debris. An IFU is provided with this device, in which it is stated in the precautions section: "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." At this time we are unable to determine with certainty the root cause for the reported difficulty. However, based on the complaint history for this failure mode and product family, the leakage may have occurred due to the valve becoming dislodged. We are aware of this type of occurrence and engineering measures are being considered in an effort to minimize reports of this nature. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences.

Event description:
As reported to cook: there is some leaking issues with the valve. From the info provided by the reporter, no add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.